Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first proglide was deployed successfully. Reportedly, when the second proglide device was removed after deployment, it was found that the black distal guide (sheath) separated from the device and remained in the patient anatomy. Cut down surgery was performed to remove the separated proglide guide (sheath) and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported sheath detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported sheath detachment; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.